Manufacturer narrative:
(B)(4). Batch number ==> p56n2g. Investigation summary ==> the analysis found that one pcee60a device was returned with no apparent damage and with two gst60d cartridges reloads present. The cartridge (b) was received partially fired. The cartridge (c) was received partially fired and with 8 drivers out of position making the reload non-functional. In addition the cartridge pan was noted to be dislodged at right proximal side. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy, the knife did not move forward at the first firing. The cartridge was replaced, and the device fired properly on the stomach. After that, the 3rd cartridge could not be loaded into the jaws. It was found that one staple driver fell off on the mayo table and another staple driver caught in the proximal end of the jaws. The 2nd device loading 3rd cartridge was used, but the knife did not move forward. Then, 2nd device loading 4th cartridge (green) was used to complete the case. There were no adverse consequences to the patient. All the fallen staple drivers were found and retrieved outside the patient, and no pieces fell into the patient. One pcee60a (first device) and two gst60d (first and 3rd cartridge) will be returning.